Event description:
It was reported that the battery was not charging although the ac power was plugged in. There was reportedly no patient involvement.

Event description:
It was reported that the battery was not charging although the ac power was plugged in. There was reportedly no patient involvement. One battery pca was returned for failure analysis. The reported problem was not verified during operational test and visual inspection. No fault was found with this battery pca.